Event description:
It was reported by the patient that he thinks is inflatable penile prosthesis (ipp) "pump is 'defective' because it is 'hard as a rock'." He has seen his physician but was told that it will start to work. Troubleshooting exercises were provided to the patient.

Event description:
It was reported by the patient that he thinks his inflatable penile prosthesis (ipp) pump is not working because it is hard as a rock. He has seen his physician but was told that it will start to work. Troubleshooting exercises were provided to the patient. The patient later called back stating his device is still not working. He has seen his doctor a number of times and they have not been able to get his device to pump.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.